Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was failed to capture. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout.